Event description:
Customer called to report while the customer was trying to program a bolus, the customer's pump skipped past the bolus screen. It was also stated that in order to program a bolus the customer had to set the time back by one minute and then run a self-test.